Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported per medwatch (B)(4), patient reported no disposable alarm on pump. Patient tried to attach same cassette to back up pump but was unable to do so. Patient mixed a new cassette and pump is running fine. No interruptions in therapy. No adverse events resulted. No patient injury was reported.